Event description:
The following info was reported to kci by the nurse: on (B)(6) 2011, the physician's assistant reported that the v.a.c therapy was discontinued as a result of the home health nurse's inability to obtain a seal while applying the granufoam dressing. The pt was admitted to the hospital for wound care. It was noted that the pt's periwound was macerated. The pt underwent sharp debridement of the periwound. On an unk date, v.a.c therapy was restarted.

Manufacturer narrative:
This report is being filed due to possible user error. On (B)(4) 2011, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specs. On (B)(6) 2011, the device was placed with the pt. On (B)(4) 2011, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states the following: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with add'l v.a.c. Drape, hydrocolloid, or other transparent film. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam during drape application.